Manufacturer narrative:
Breakaway head section.

Event description:
It was reported by service report that the breakaway head section will not lock. No patient involvement or adverse consequences are reported.